Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Fresenius became aware that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to a hernia (type not provided) repair. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient successfully underwent hernia surgery and was discharged in stable condition (dates not provided). Per the pdrn, the patient¿s hernia was unknown prior to beginning pd therapy. The patient will not be performing pd therapy for two weeks while their abdomen heals, however it is unknown what form of rrt the patient will utilize during this time.

Event description:
Fresenius became aware that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to a hernia (type not provided) repair. No additional information was provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient successfully underwent hernia surgery and was discharged in stable condition (dates not provided). Per the pdrn, the patient¿s hernia was unknown prior to beginning pd therapy. The patient will not be performing pd therapy for two weeks while their abdomen heals, however it is unknown what form of rrt the patient will utilize during this time.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of hernia, which required hospitalization and surgical intervention. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) malfunctioned or failed to meet user expectations or manufacturer specifications. However, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation and/or exacerbation of the patient¿s hernia. Per the pdrn, the patient¿s hernia was not present prior to beginning pd for rrt. Hernias are a recognized complication of pd therapy (manual or cycler based) due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create and/or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.